Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and active current measurement. Insulin pump received unexpected battery power loss and failed sleep current measurement, problem isolated to electronic assemblies.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose was 140 mg/dl. The customer was assisted with troubleshooting. Customer stated that the battery not lasts as expected, it only reached 2 to 3 days. Customer stated that they believed that the insulin pump was not working properly. The device will be returned for analysis.